Event description:
It was reported patient was having a right primary knee surgery. Poly trial was hit with a hammer and it broke the poly. No delay in surgery. Update: after procedure, an additional trial insert was found to be cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. Visual inspection: visual inspection was performed as part of the material analysis report. The reported event was confirmed. Minor material damage was present on the distal rails of the insert, likely due to damage from impaction stresses. A crack was observed propagating from the posterior to the anterior sides of the insert. A material analysis report concluded: ¿tibial insert (cat. No. 5530-t-509a) had material damage on the distal rails, likely due to impaction stresses. Upon its destructive evaluation, it was observed that the fracture origin was located at the distal-posterior part and indicated an overload condition, likely to have occurred during use. No material or manufacturing defects were observed on the device features examined.¿ conclusions: the reported event was confirmed. The trial had material damage on the distal rails, likely due to impaction stresses. Upon its destructive evaluation, it was observed that the fracture origin was located at the distal-posterior part and indicated an overload condition, likely to have occurred during use. No material or manufacturing defects were observed on the device features examined

Event description:
It was reported patient was having a right primary knee surgery. Poly trial was hit with a hammer and it broke the poly. No delay in surgery. Update: after procedure, an additional trial insert was found to be cracked.